Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when getting ready to fire the gastrojejunostomy on a laparoscopic procedure, the surgeon was able to press the green button and squeeze the handle but the reload would not fire. They opened a new reload to complete the case. There was no patient injury.